Event description:
It was reported that the 9900 system intermittently shut down prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.